Event description:
During an electrophysiology study, a cardiac perforation occurred. A transseptal puncture was performed on this patient with unusual cardiac anatomy using a brk transseptal needle through a swartz braided transseptal introducer. Contrast was injected through the needle after the transseptal puncture, revealing the needle and the tip of the swartz braided transseptal introducer¿s dilator were in the aortic root. Cardiac surgery was consulted and anticoagulants were reversed with vitamin k and beriplex. Labetalol and nitroprusside were administered to maintain blood pressure. An echocardiogram revealed no effusion. The needle was removed and a guidewire was then advanced through the dilator into the ascending aorta. The dilator was removed slowly and an echocardiogram revealed no effusion after this maneuver. A small aorta to right atrium fistula was observed initially; however, this resolved after a few minutes. The patient was transferred to the cardiac surgery unit for monitoring and was discharged from the hospital on 29 may 2015. There were no alleged performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.